Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart alarm. The customer's blood glucose reading was 10.9 mmol/l. The customer stated that she was sitting when the alarm occurred. Per troubleshooting, temporary basal was not programmed. The customer stated that the pump was in use when she received the alarm and did not change the battery. The customer checked the alarm history and there is a second occurrence. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty component on the interface board. However, the insulin pump was received with operating currents within specifications and passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.